Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The apex balloon (unk size) ruptured at 20atm. The number of inflations and to what atms is unk. The lesion location and characteristics are unk. The procedure outcome is unk. No pt injuries or complications were reported. The pt condition is reported as "fine." Additional info was requested but not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for valuation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.